Event description:
Customer called to report the pump's spring clip connected to the driver block was detached. It stated also that the clip came loose when the infusion set was changed. Device was not dropped, bumped, or exposed to moisture.